Manufacturer narrative:
Concomitant medical products: product ID: 8780,serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient was at the emergency room for back pain. The reporter was calling to request MRI compatibility guidelines. It was not known if the back pain was related to the pump or therapy. Additional information from the healthcare professional indicated that the pump was used to deliver baclofen 25mcg/ml at a dose of "15.6", fentanyl 2000mcg/ml at a dose of "1252", and bupivacaine 5mg/ml at a dose of "3". The baclofen start date was (B)(6) 2015 and was ongoing; the fentanyl and bupivacaine start date was (B)(6) 2013 and was also ongoing. Drug lot numbers were not provided. At the time of the event the patient was also taking percocet 10/325, duloxetine 60mg, gabapentin 300mg, lamotrigine 200mg and temazepam 30mg. Medical history included depression, shoulder pain, osteoporosis, low back pain (lbp), femur fracture, rotator cuff tear, and chronic pain syndrome. The patient started experiencing back pain in 2008. On about (B)(6) 2015, the patient went to the emergency room due to worsening back pain and was admitted to the hospital for three days for pain control. The MRI results were not known. The patient received an epidural steroid injection and trigger point injection.